Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: (B)(6) - unspecified eye / vision problem patient impact code: patient problem code: f24 - insufficient information device problem code: a24 - adverse event without identified device or use problem

Event description:
Therapeutic area manager called to report a potential adverse event on behalf of an hcp. They mentioned that about 3 months ago (B)(6) 2023, the patient developed vision issues which may have been related to a sterility issue for the product vabysmo.

Manufacturer narrative:
(B)(4). A device history record review was completed by our quality engineer team for provided material number 305211 and lot number 1294965. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received. Therapeutic area manager called to report a potential adverse event on behalf of an hcp. They mentioned that about 3 months ago ((B)(6) 2023), the patient developed vision issues which may have been related to a sterility issue for the product vabysmo. A complaint was already performed on the same batch and for a similar issue under the roche reference ia-057917 and bd reference (B)(4). The outcome of that investigate was "unconfirmed, based on available data." No additional investigation is needed. The complaint is a notification only. Please acknowledge the receipt of the complaint.